Event description:
It was reported that a cot dropped. No injury alleged.

Manufacturer narrative:
It was reported that there was only one operator present. The operations manual requires a minimum of two operators. It was also reported that the lock pins were damaged. A 3rd party maintenance service examined the cot.